Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the up, down, and contrast buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/27/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/13/2015 with the following findings: there was no visible damage to the keypad. The ok button was unresponsive. No contamination or damage was found to the button contacts. Moisture was observed behind the display lens. The pump failed a leak test due to a crack in the pump case. Moisture was found on the display screen and printed circuit board on the keypad connector. There was a crack along the pump case between the display lens and the case seal.